Event description:
It was reported that the implant broke during insertion and the tip of anchor remains in the pt. Further pt info and event details was requested without success. There was no adverse pt consequences reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval but has not yet been received. A follow up report will be submitted upon completion of the investigation.